Manufacturer narrative:
Evaluation summary: (B)(6) 2011 as received, the valve exhibits characteristic markings which indicate a suture was looped around commissure 1. Suture track and permanent indentations were present on the free margin and cusp of leaflets 1 and 3. These indentations were most likely left by a suture that was tied tightly down and against commissure 1, thus leading to a gap at the coaptation region. No inconsistencies were noted in the x-ray as the wireform is intact. The returned device was examined visually and with a light microscope (asset # (B)(4)), digital microscope (asset# (B)(4)). The x-ray used met ID# (B)(4). Additional manufacturing narrative: conclusion: suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. Method: x-ray.

Manufacturer narrative:
(B)(4) = device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly, the valve was explanted at implant and replaced with another perimount valve. Per the customer, "I used a 27mm perimount valve on (B)(6) 2011. At the end of the procedure, we found significant intra-valvular leak and on explantation we found shrinkage in the valve leaflet near one of the pillars.